Manufacturer narrative:
The service technician visually confirmed the retaining ring was missing from the attachment and that the rear drive shaft can be removed. Since this product is not a repairable item, it was disposed of by the manufacturer facility and not returned to the healthcare facility.

Event description:
The service technician noted that the retaining is missing during inspection. No patient involvement, no delay, no medical intervention, and no adverse consequences were reported.